Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the failed storages in 3cn2. The field service engineer replaced drawer controller board and pyxibus board. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had multiple failed storages in 3cn2. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.